Event description:
Arrived on scene of cardiac arrest. Turned on monitor and it was a solid blue screen, checked cables and no change. Service light not on. There were no adverse effects to the patient reported as a result of device use.